Event description:
X-ray equipment failure. In house bio-med unable to fix ge engineered called. Determined it would not be a quick fix equipment would be out of service until further notice. Decision made to reschedule procedure . Notified equipment up and functional at 1734.